Manufacturer narrative:
Additional information will not be provided by the physician. Therefore, an investigation could not be conducted.

Event description:
Rti surgical, inc (rti) and tutogen medical gmbh (tmi), a wholly owned subsidiary of rti, received a complaint on (B)(6) 2018 which indicated that a tutomesh graft was implanted and the case failed. The surgeon did not want to provided any additional information, including patient information or product identifiers.